Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Impact code appropriate term / code not available was used as there was no known intervention performed.

Event description:
It was reported that the patient with this right ventricular (rv) lead was receiving shock after washing the hands. Additionally, the patient was informed by the device nurse that there was an issue with the lead. The patient was scheduled for a follow-up appointment. To date, the lead remains in service. No adverse patient effects were reported.